Manufacturer narrative:
Analysis of the spinal catheter segment (B)(4) found no significant anomaly. Analysis noted a dried blood, drug, or foreign material occlusion that was ¿easily broken loose.¿ some damage (melting) was observed on the catheter body that ¿likely happened at explant.¿ analysis of the pump catheter segment (B)(4) found no significant anomaly. The catheter was incomplete and returned in segments.

Event description:
It was reported that there was a catheter occlusion at an unknown location. A dye study and roller study were performed. The patient had symptoms of less than 50% therapy relief. The patient was taking oral percocet. A catheter revision was performed on (B)(6) 2015, and all catheter segments were removed. The pump system was being used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.